Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm who discovered the issue replaced the fiber optic jumper cable to correct the issue and replaced the fiber optic sensor assembly cable after observing a short in the fiber optic connection port. The stm replaced 9 volt battery as a part of pm and completed the pm service. Subsequently, the stm tested the iabp unit and all safety, functionality, and calibration checks passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic signals on the cardiosave intra-aortic balloon pump (iabp) were flat. There was no patient involvement and no adverse event was reported.